Event description:
Lifecare pump continued to pump IV fluid even though significant IV infiltration had occurred resulting in tissue swelling & copromised circulation to extremity. Patient will require plastic surgery to repair an area of tissue necrosis on the dorsal aspect of the right foot. Child was in a mist tent at the time of the occurrence which decreased visualization of the extremity by the nurse. However, visual observation should have minimized the extent of the infiltration and user problem contributed to the extent of the injury. Pump was set at low pressure at the time of this occurrence.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, incorrect technique/procedure, inherent risk of procedure, alarm failure. Conclusion: device failure indirectly contributed to event, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided, inserviced by manufacturer/distributor representative, inserviced by other facility staff. The device was not destroyed/disposed of.